Manufacturer narrative:
The pt has multiple co-morbidities including morbid obesity, htn, and allen-master¿s syndrome. Pt presented over two yrs post implant of a bard kugel patch with a recurrent hernia in which the original implanted mesh was removed. There was no indication that the mesh was defective, or that it contributed to the recurrence experienced. Recurrence is a known possible adverse reaction listed in the IFU. No sample has been returned therefore, no eval could be conducted. With the currently available info, no firm conclusions can be drawn. If add¿l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The initial reported incident alleged recurrence, add¿l surgery, and explant. The following is based on the medical records rec¿d: on (B)(6) 2004: lower abdominal ventral hernia repair with implant of bard kugel patch. On (B)(6) 2007: repair of recurrent lower abdominal ventral hernia with implant of bard composix kugel mesh. This procedure included explant of the previously placed kugel patch.